Manufacturer narrative:
H3: section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial#: (B)(6) was returned for product analysis. Analysis found battery case was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt stated the controller would not turn on this morning. Pt said the controller worked yesterday, but this morning the screen was blank and would not do anything. Caller tried to reset controller by removing the li battery, but the battery pack came apart. During the call, they plugged controller in to ac power supply without li battery and reported the screen turned on and showed memory problem. Caller was able to remove all parts of battery pack from controller. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. No symptoms were reported.